Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that an abnormal empty reservoir alarm occurred. The patient went to the emergency room (ER) with withdrawal symptoms. The patient had increased pain and excessive sweating. The symptoms were categorized as ¿mild.¿the device was interrogated and medications were administered. The patient¿s pump was refilled (B)(6) 2015 and the patient recovered without sequelae. The pump was used to infuse bupivacaine, compounded baclofen, and fentanyl. No intervention was reported. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had withdrawal symptoms secondary to the empty pump reservoir, secondary to the patient not keeping the pump refill appointment.